Event description:
Pt had a reaction to astroglide while using it anally. Immediately after using astroglide, pt began to cough, sneeze and choke. Within mins, pt's face and throat swelled and became red. It was also difficult to breathe. Pt went to the emergency room via car and was treated with an injection of benadryl. The dr told pt that it was a allergic reaction to propylparaben. Pt was released from the emergency room 2 hrs after arriving. Pt said that no dr follow-up was necessary.